Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("severe menorrhagia"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("vaginal bleeding"), anaemia ("anemia") and asthenia ("weakness"). The patient was treated with surgery (hysterosalpingectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, menorrhagia, menstruation irregular, vaginal haemorrhage, anaemia and asthenia outcome was unknown. The reporter considered anaemia, asthenia, back pain, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: her severe menorrhagia required her to receive multiple blood transfusions. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and multiple episodes of vaginal haemorrhage ('bled for 6 months straight', 'vaginal bleeding/abnormal bleeding (vaginal)/severe constant bleeding/hemorrhaging') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009.), stillbirth nos, preterm labor and pre-eclampsia. Concurrent conditions included cystoscopy. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("severe menorrhagia/abnormal bleeding menorrhagia)/ bleeding for two weeks"), menstruation irregular ("irregular periods"), the first episode of vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)/severe constant bleeding/hemorrhaging"), anaemia ("blood or heart disorder/condition - type: anemia"), the first episode of endometriosis ("reproductive system disorder or condition - type of disorder or condition: endometriosis"), palpitations ("blood or heart disorder/condition - type: racing heart rate") and dyspnoea ("trouble breathing/shortness of breath"). In 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian cyst") and vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vault prolse"). On an unknown date, the patient experienced the second episode of vaginal haemorrhage (seriousness criterion medically significant), asthenia ("weakness"), muscle spasms ("crampy"), fatigue ("tirrd"), menstruation delayed ("period has been soo screwed up had missed months,") and the second episode of endometriosis ("endrometriosis"). The patient was treated with blood, whole (blood) and surgery (hysterectomy with bilateral salpingectomy, cystoscopy, aspiration of ovarian cyst and modified richardson suspension). Essure was removed (B)(6) 2015. At the time of the report, the pelvic pain, the last episode of vaginal haemorrhage, ovarian cyst, vaginal prolapse, back pain, menstruation irregular, asthenia, muscle spasms, fatigue, menstruation delayed and the last episode of endometriosis outcome was unknown and the menorrhagia, anaemia, palpitations and dyspnoea had resolved. The reporter considered anaemia, asthenia, back pain, dyspnoea, fatigue, menorrhagia, menstruation delayed, menstruation irregular, muscle spasms, ovarian cyst, palpitations, pelvic pain, vaginal prolapse, the first episode of endometriosis, the first episode of vaginal haemorrhage, the second episode of endometriosis and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: her severe menorrhagia required her to receive multiple blood transfusions. Discrepancy in date of device insertion: (B)(6) 2009 and (B)(6) 2010. In previous follow up reported as (B)(6) 2010. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and multiple episodes of vaginal haemorrhage ('bled for 6 months straight', 'vaginal bleeding/abnormal bleeding (vaginal)/severe constant bleeding/hemorrhaging') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009.), stillbirth nos, preterm labor and pre-eclampsia. Concurrent conditions included cystoscopy. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("severe menorrhagia/abnormal bleeding menorrhagia)/ bleeding for two weeks"), menstruation irregular ("irregular periods"), the first episode of vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)/severe constant bleeding/hemorrhaging"), anaemia ("blood or heart disorder/condition - type: anemia"), the first episode of endometriosis ("reproductive system disorder or condition - type of disorder or condition: endometriosis"), palpitations ("blood or heart disorder/condition - type: racing heart rate") and dyspnoea ("trouble breathing/shortness of breath"). In 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian cyst") and vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vault prolse"). On an unknown date, the patient experienced the second episode of vaginal haemorrhage (seriousness criterion medically significant), asthenia ("weakness"), muscle spasms ("crampy"), fatigue ("tirrd"), menstruation delayed ("period has been soo screwed up had missed months,") and the second episode of endometriosis ("endrometriosis"). The patient was treated with blood, whole (blood) and surgery (hysterectomy with bilateral salpingectomy, cystoscopy, aspiration of ovarian cyst and modified richardson suspension). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, the last episode of vaginal haemorrhage, ovarian cyst, vaginal prolapse, back pain, menstruation irregular, asthenia, muscle spasms, fatigue, menstruation delayed and the last episode of endometriosis outcome was unknown and the menorrhagia, anaemia, palpitations and dyspnoea had resolved. The reporter considered anaemia, asthenia, back pain, dyspnoea, fatigue, menorrhagia, menstruation delayed, menstruation irregular, muscle spasms, ovarian cyst, palpitations, pelvic pain, vaginal prolapse, the first episode of endometriosis, the first episode of vaginal haemorrhage, the second episode of endometriosis and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: her severe menorrhagia required her to receive multiple blood transfusions. Discrepancy in date of device insertion: (B)(6) 2009 and (B)(6) 2010. In previous follow up reported as (B)(6) 2010. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event endometriosis was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian cyst") and vaginal prolapse ("reproductive system disorder or condition type of disorder or condition: vault prolse") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included cystoscopy. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("severe menorrhagia/abnormal bleeding menorrhagia)"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)/severe constant bleeding/hemorrhaging"), anaemia ("blood or heart disorder/condition - type: anemia"), endometriosis ("reproductive system disorder or condition - type of disorder or condition: endometriosis"), palpitations ("blood or heart disorder/condition - type: racing heart rate") and dyspnoea ("trouble breathing/shortness of breath"). In 2014, the patient experienced ovarian cyst (seriousness criterion medically significant) and vaginal prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced asthenia ("weakness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy), surgery (aspiration of ovarian cyst) and surgery (modified richardson suspension). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, vaginal prolapse, back pain, menstruation irregular, asthenia and endometriosis outcome was unknown and the menorrhagia, vaginal haemorrhage, anaemia, palpitations and dyspnoea had resolved. The reporter considered anaemia, asthenia, back pain, dyspnoea, endometriosis, menorrhagia, menstruation irregular, ovarian cyst, palpitations, pelvic pain, vaginal haemorrhage and vaginal prolapse to be related to essure. The reporter commented: her severe menorrhagia required her to receive multiple blood transfusions. Discrepancy in date of device insertion: (B)(6) 2009 and (B)(6) 2010. In previous follow up reported as (B)(6) 2010. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter added. Device insertion date updated. Surgery added. Events: vault prolapse, right ovarian cyst ,endometriosis, racing heart rate, trouble breathing, device monitoring error were added. Event onset date, severity and outcome added. Concomitant condition added. Reporter causality comment added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ovarian cyst ('reproductive system disorder or condition type of disorder or condition: right ovarian cyst') and vaginal prolapse ('reproductive system disorder or condition type of disorder or condition: vault prolse') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included cystoscopy. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("severe menorrhagia/abnormal bleeding menorrhagia)"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)/severe constant bleeding/hemorrhaging"), anaemia ("blood or heart disorder/condition - type: anemia"), endometriosis ("reproductive system disorder or condition - type of disorder or condition: endometriosis"), palpitations ("blood or heart disorder/condition - type: racing heart rate") and dyspnoea ("trouble breathing/shortness of breath"). In 2014, the patient experienced ovarian cyst (seriousness criterion medically significant) and vaginal prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced asthenia ("weakness"), muscle spasms ("crampy") and fatigue ("tirrd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy, aspiration of ovarian cyst and modified richardson suspension). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, vaginal prolapse, back pain, menstruation irregular, asthenia, endometriosis, muscle spasms and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, anaemia, palpitations and dyspnoea had resolved. The reporter considered anaemia, asthenia, back pain, dyspnoea, endometriosis, fatigue, menorrhagia, menstruation irregular, muscle spasms, ovarian cyst, palpitations, pelvic pain, vaginal haemorrhage and vaginal prolapse to be related to essure. The reporter commented: her severe menorrhagia required her to receive multiple blood transfusions. Discrepancy in date of device insertion: (B)(6) 2009 and (B)(6) 2010. In previous follow up reported as (B)(6) 2010. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event tired and crampy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ovarian cyst ('reproductive system disorder or condition type of disorder or condition: right ovarian cyst') and vaginal prolapse ('reproductive system disorder or condition type of disorder or condition: vault prolse') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida, parity (B)(6) 1998, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009. Stillbirth nos, preterm labor and pre-eclampsia. Concurrent conditions included cystoscopy. In (B)(6) of 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("severe menorrhagia/abnormal bleeding menorrhagia)/ bleeding for two weeks"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)/severe constant bleeding/hemorrhaging"), anaemia ("blood or heart disorder/condition - type: anemia"), endometriosis ("reproductive system disorder or condition - type of disorder or condition: endometriosis"), palpitations ("blood or heart disorder/condition - type: racing heart rate") and dyspnoea ("trouble breathing/shortness of breath"). In 2014, the patient experienced ovarian cyst (seriousness criterion medically significant) and vaginal prolapse (seriousness criterion medically significant). On an unknown date, the patient experienced asthenia ("weakness"), muscle spasms ("crampy"), fatigue ("tirrd") and menstruation delayed ("period has been soo screwed up had missed months,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy, aspiration of ovarian cyst and modified richardson suspension). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, vaginal prolapse, back pain, menstruation irregular, asthenia, endometriosis, muscle spasms, fatigue and menstruation delayed outcome was unknown and the menorrhagia, vaginal haemorrhage, anaemia, palpitations and dyspnoea had resolved. The reporter considered anaemia, asthenia, back pain, dyspnoea, endometriosis, fatigue, menorrhagia, menstruation delayed, menstruation irregular, muscle spasms, ovarian cyst, palpitations, pelvic pain, vaginal haemorrhage and vaginal prolapse to be related to essure. The reporter commented: her severe menorrhagia required her to receive multiple blood transfusions. Discrepancy in date of device insertion: (B)(6) of 2009 and (B)(6) of 2010. In previous follow up reported as (B)(6) of 2010. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : events added- period has been so screwed up had missed months. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.